Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at proximal end within the clear shrink tubing. The instrument failed the electrical continuity test. The instrument was also placed on the in-house system and failed the functional test. Signs of thermal damage were observed at the distal end conductor wire.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.